Manufacturer narrative:
The pump was programmed to deliver chemotherapy infusion over 60 minutes. The pump was programmed correctly as verified by two registered nurses. After 75 minutes of infusion time the pump showed there was 313ml of drug administered, but upon assessment of the bag appeared to be less than 50ml administered. After observing pump function, notable clicking noise heard which is unusual from typical function. Pump immediately discontinued from use, infusion placed on new pump and continued without issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion had under infused during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.